Manufacturer narrative:
(B)(4). A service history and device history record review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performs pd therapy with a homechoice (hc) device, experienced a hernia. On an unknown date, the pt was hospitalized for the event of hernia. The location or cause of the hernia was not reported. At the time of this report, the pt was in the hospital to undergo surgery for hernia repair. At the time of this report dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information becomes available, a follow up medwatch will be submitted.